Manufacturer narrative:
Received 1rk 454209/b2211334 for evaluation. Also received 1rk 454209/b211133r and 42pcs 454209/b230134a, for which no further information was received from the customer and, therefore, were considered unrelated to the complaint. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi (B)(4) regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were visually inspected. No deviations related to the claimed errors were observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction cannot be confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states tubes have an issue with clotting after drawing the tubes and a low vacuum. Customer advised there have been "well over 5 clotted lavenders in a one week period". Tubes are not filling to the line/bar, and tubes are being inverted "as many times as possible (5-10 inversions)".

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.